Event description:
It was reported that there was a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The first 24mm device was opened, but the physician did not like how the feet looked so another 24mm device was opened and deployed in the laa. However, because of the laa anatomy and trajectory of the sheath, the second 24mm device needed to be fully recaptured. It was decided that a second transseptal puncture was needed to become more coaxial. The double curve sheath was removed and a 16fr 30cm cook sheath was inserted to maintain femoral vein access. A second transseptal puncture was obtained. The same double curve sheath was then reinserted and a 27mm device was released and implanted successfully in the laa of the patient. Upon was removal, there was difficulty maintaining groin hemostasis and a groin hematoma was noted. Manual pressure was held and femostop was then applied. The physician the next day stated that the patient ended up having surgery for pseudoaneurysm repair. The patient is stable and there were no other complications that were reported.